Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were two (2)additional related complaints for this product lot. The additional complaints describe a healing collar not seating, and are considered similar complaints. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. (B)(4).

Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Event date not provided/unknown. Device not returning to manufacturer for evaluation.

Event description:
It was reported that the healing abutment (hc343) would not seat during the surgery. The doctor was able to complete the procedure.